Manufacturer narrative:
Date of event was approximated to (B)(6) 2020 as no event date was reported. (B)(4). Investigation results: visual examination of the returned complaint device found the balloon did not show visual defects and looked normal. No damage found on the catheter of the device. Functional analysis was performed, and the balloon was inflated without a problem; however, the balloon would not hold pressure due to a pinhole in the proximal section on the body of the balloon. This failure is likely due to factors encountered during the procedure, such as lesion characteristics, handling of the device, the technique used by the physician and normal procedural difficulties encountered during the procedure could have resulted in the failure reported; therefore, it is possible that factors and/or conditions related to procedure during the use of the device could have affected its performance and its intended purpose, leading to the reported event. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used during an esophagogastroduodenoscopy (egd) procedure performed in the esophagus on an unknown date. According to the complainant, during the procedure, it was noted that the balloon would not inflate properly. The procedure was completed with another cre fixed wire dilatation balloon. There have been no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine. Investigation results revealed that the balloon had a pinhole; therefore, this is now an MDR reportable event.